Event description:
At about 2 weeks from the primary, the patient came in reporting pain due to a loose stem and the cause of the loose stem is unknown. The surgeon revised the stem, head, and liner. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 17-jul-2023 lot 2238563: (B)(4) manufactured and released on 11-jan-2023. Expiration date: 2027-12-19. No anomalies found related to the problem. To date, (B)(4) of the same lot have been sold with no similar reported event during the period of review.